Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an inquiry to technical service (ts) was sent regarding possible artifacts/noise seen in a stored episode with this subcutaneous implantable cardioverter defibrillator (s-ICD). High shock impedance measurements were also reported. Ts noted that the artifacts seen could be more physiologic in nature. Ts also noted that another episodes reviewed showed possible electromagnetic interference. Ts discussed that the system location might be non optimal which is related to the non conversion at 65 joules, but effective at 80 joules which the physician elected to perform during a follow up and troubleshooting. Ts recommended an in office evaluation to verify system location as well as possible reprogramming of the device to reduce myopotential susceptibility. Additional information noted that the patient received an inappropriate shock and a revision took place to explant the system. No adverse patient effects were reported.

Event description:
It was reported that an inquiry to technical service (ts) was sent regarding possible artifacts/noise seen in a stored episode with this subcutaneous implantable cardioverter defibrillator (s-ICD). High shock impedance measurements were also reported. Ts noted that the artifacts seen could be more physiologic in nature. Ts also noted that another episodes reviewed showed possible electromagnetic interference. Ts discussed that the system location might be non optimal which is related to the non conversion at 65 joules, but effective at 80 joules which the physician elected to perform during a follow up and troubleshooting. Ts recommended an in office evaluation to verify system location as well as possible reprogramming of the device to reduce myopotential susceptibility. Additional information noted that the patient received an inappropriate shock and a revision took place to explant the system. The electrode was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon the return of this lead, visual inspection noted setscrew marks in the correct location and slight stretching of the shocking coil at the proximal area, likely due to explant damage. Laboratory analysis confirmed the inner insulation had a breach between the sense b and high voltage conductor coils. The lead was destructively analyzed and it was confirmed the inner insulation had become breached under the sense b proximal ring. In addition, although a continuity test result indicated a fracture and an x-ray of the lead revealed a break in the distal high voltage cable in the area where the cable is welded to the distal fitting, this break appears to have occurred during the explant procedure and was not likely present while the lead was implanted. The inner insulation breach is the most likely root cause of the reported noise, oversensing, and inappropriate shocks. Analysis did not identify any lead characteristics that would have caused or contributed to the observed high shock impedance measurements.